Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) suspected it was due to the wand and recommended troubleshooting options. However, a successful interrogation could not be completed. This device was subsequently explanted and received. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt. The device had normal telemetry and memory review noted no suspicious fault codes. The device communicated normally with the 3300 programmer and interrogation completed normally. The device was put through returned product tests which verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device operated normally and device problems were excluded. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) suspected it was due to the wand and recommended troubleshooting options. However, a successful interrogation could not be completed. This device was subsequently explanted and received. Other then the surgical procedure, no additional adverse patient effects were reported.